Event description:
During follow-up, noise with oversensing episodes were observed on the right ventricular (rv) channel. The rv lead and device were explanted and replaced. During the replacement procedure, the rv lead could not be removed from the header so the rv lead was cut. The patient was stable. Related manufacturer reference number: 2017865-2017-31370.

Manufacturer narrative:
Output monitoring and crosstalk/noise test revealed no noise or anomalies in device output or sensitivity. Evaluation of the device header revealed no defects that could contribute to the complaint of noise. Further analysis determined the device was above eri and exhibited normal characteristics. The report event of noise could not be confirmed.